Event description:
While performing preventative maintenance on the device, the philips field service engineer found the co2 would cycle off and on. There was no reported patient or user involvement and no adverse patient/user impact.